Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to impedance issues and high pacing thresholds measurements. No additional information is available at the moment. No additional adverse patient effects were reported.